Event description:
Boston scientific received information that the patient's mother contacted patient services and stated that they heard beeping tones from her son's device. Patient services referred them to their physician. The device was explanted approximately five weeks later for normal battery depletion and was returned for analysis. Initial analysis noted a possible product performance issue with the device. Detailed analysis is currently being performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.